Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted MFR site: (B)(6).

Event description:
It was reported that the during circulation of product that damage to sterile packaging was noted. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 visual evaluation of the returned product/provided photo(s) identified damage to the sterile packaging blister. Sterility has not been compromised. Additional evaluation of lot 6278707 found white debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Reported event has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the root cause of the reported event can be attributed to transit damage. The likely condition of the device when it left zimmer biomet is conforming to specification. Therefore this makes this a not reportable event